Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were not visual indications of dried fluid within the cassette compartment. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2409 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touch screen test passed. Voltage verification check passed. The device history record did not reveal any issues or problems related to the reported symptom code(s) upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a short on the transformer of the inverter board.

Event description:
A caregiver of a peritoneal dialysis (pd) patient reported that a cycler screen was blank during step 2 of setup for pd treatment. The caregiver pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made sound when pressed. The caregiver rebooted the cycler and the ok and stop keys lit up but the screen remained blank. The patient does know how to perform capd/manuals. The fresenius medical technical representative replaced cycler due to blank screen. There was no patient involvement and there was no harm or adverse event reported. Additional information was requested but none was provided. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.